Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging the presence of black powder in the tubing and various health issues including headaches, dizziness, poor sleep quality, psychological distress, eczema, fatigue, and the need for extensive medical and psychiatric treatment. The patient's representative indicated seeking medical intervention on (B)(6) 2021, and psychological and psychiatric treatment since 2022. The manufacturer was made aware of this complaint through a representative of the customer. The allegation has been reviewed by a pms clinical expert and determined that the allegation of (list allegation) does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a product malfunction. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.